Event description:
It was reported that the left monitor on the stenoscope system would not show the image correctly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.